Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted to the esophagus to treat a 4cm esophageal fistula during an esophageal stenting procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was not able to release from the introducer and remained attached to the delivery system upon deployment. When the system was withdrawn, the stent retracted with it. When the stent was removed from the patient, the stent was still fully covered, and the procedure was successfully completed using a another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block b5 has been updated with the additional information received on july 29, 2025. Block h11: the wallflex esophageal stent was returned for evaluation; however, the delivery system was not returned. Visual examination of the returned device found the stent fully deployed and expanded. Product analysis could not confirm the reported event of delivery system difficult to remove as the delivery system was not returned. However, without proper evaluation of the delivery system it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted during an esophageal stenting procedure performed on (B)(6) 2025. During the procedure, the stent was not able to release from the introducer and remained attached to the delivery system upon deployment. When the system was withdrawn, the stent retracted with it. The stent was removed, and the procedure was successfully completed using a another of the same device. There were no patient complications reported as a result of this event. Additional information received on july 29, 2025. It was reported that the indication for the stent placement is for esophageal fistula. The anatomy was not dilated prior to stent placement and the patient did not have a tortuous anatomy. When the stent was removed from the patient it was still fully covered, and the stent remained blocked inside the introducer.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block b5 has been updated with the additional information received on july 29, 2025. Block h11: the wallflex esophageal stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent fully expanded and deployed outside the patient. Media analysis could not confirm the reported event of delivery system difficult to remove as the device was not returned. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Manufacturer narrative:
H6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. B5 has been updated with the additional information received on july 29, 2025. H11: the wallflex esophageal stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent fully expanded and deployed outside the patient. Media analysis could not confirm the reported event of delivery system difficult to remove as the device was not returned. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted during an esophageal stenting procedure performed on (B)(6) 2025. During the procedure, the stent was not able to release from the introducer and remained attached to the delivery system upon deployment. When the system was withdrawn, the stent retracted with it. The stent was removed, and the procedure was successfully completed using a another of the same device. There were no patient complications reported as a result of this event. Additional information received on july 29, 2025, and august 14, 2025: it was reported that the stent was to be implant in a 4cm esophageal fistula. The anatomy was not dilated prior to procedure, and the patient did not have a tortuous anatomy. The stent was still fully covered when it was removed from the patient.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted during an esophageal stenting procedure performed on (B)(6) 2025. During the procedure, the stent was not able to release from the introducer and remained attached to the delivery system upon deployment. When the system was withdrawn, the stent retracted with it. The stent was removed, and the procedure was successfully completed using a another of the same device. There were no patient complications reported as a result of this event.